Manufacturer narrative:
(B)(4). Batch # n90j9r. Device analysis: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. No alert screens were displayed at any time during testing. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. No alert screens were displayed at any time during testing. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the hp054 device activates the devices but immediately disconnects them and it requests activation again. This request is done with new or reused devices. The hp054 still has 30 applications available.